Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirmed the complaint device lot number. The device was returned with the handle and basket formation in the opened position. Functional testing determined the handle actuates the basket formation. Visual examination noted the support sheath is bowed. There are several kinks in the basket sheath. The kinks are located 25 cm from distal tip of basket tip and again 34.5 cm 35 cm, 44 cm, and 46 cm from the distal tip of the basket sheath. Two wires have pulled out of the distal cannula. The knot is still intact. There is debris on returned device indicating the device has been used. A review of the device history record found there were no non-conformances related to this event. A lot history search found no other complaints have been reported for this lot. The instructions for use (IFU), provides the following information related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket where 2 of the 4 basket wires had pulled free from the basket cannula. The basket cannula is the cannula on the proximal end of the basket that holds the wires together. The basket had not detached from the device, two of the basket wires were intact and holding the basket to the device. All devices undergo a pull test to ensure the integrity of the basket subassembly, including the basket wires. It is possible that factors such as patient anatomy, stone size/shape/location, or user technique could have caused or contributed to the issue. A definitive cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the tip of the ncircle tipless stone extractor (the basket or stone retriever) snapped off dislodging inside the patient during the procedure. The broken piece was able to be retrieved. Additional patient, device and event details have been requested. At the time of this report, no further information has been forthcoming.

Manufacturer narrative:
Concomitant products: laser, storz 22fr cysto-ureteroscope with 30-degree lens the investigation is in progress. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received from the customer on 05apr2019. The patient was a 62 year old male with stones in the left renal pelvis and lower calyx. The procedures being performed at time of event included cystoscopy, left retrograde pyelography, left ureteroscopy, laser lithotripsy, stone manipulation, and insertion of a double j ureteral stent. It was unknown what part of the device broke off, but the separated device component was removed during the same procedure. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The complaint device was being used with a storz 22ffr cysto-ureteroscope. The procedure was completed and the patient did not have to return for any additional procedures. There were no adverse effects to the patient reported.